Event description:
It was reported that the patient presented in clinic for a follow-up appointment. The patient's right atrial lead exhibited under-sensing and loss of capture. Programming changes were performed. The patient would be further monitored. The patient condition was stable.

Event description:
New information received noted that the patient presented for a scheduled lead revision. Upon review of fluoroscopy imaging, it was noted that the right atrial lead was dislocated. The physician attempted to reposition the lead and failed to extend the helix. The lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement, under-sensing, failure to capture and to extend helix. As received, a complete lead was returned in two pieces with the helix retracted and clogged with blood/tissue. The reported event of a failure to extend helix was confirmed. After cleaning and by applying torque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue. The reported events of failure to capture and under-sensing were not confirmed. Electrical testing were normal and found no anomalies.